Event description:
The pump outflow is the same size of the inflow of an IV and the outflow was hooked up and pt died of a massive embolus. Rptr is concerned that this is a problem industry-wide with this type of device.